Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for depleted internal battery issue. The device was sent to a third party service center for evaluation. During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's internal battery was depleted. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.